Event description:
Following insertion of laminaria (5 days), pt developed recurrent non-localizing fevers and sepsis. Blood culture positive for staph aureus. Found to be arising from vegetations on mitral valve.